Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
It was reported that 20 years post op, this patient had a poly exchange with I&d due to infection. Patient requested a 1 stage operation to remove implants and life long suppression to treat the infection. No complications. Explant not available. No further information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. Additionally, infection is a known surgical risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.